Event description:
A medtronic representative reported a camera cycling during a spine case. The site took a successful navigated o-arm spin earlier in the surgery, later the position sensor unit (psu) began to cycle. Following trouble-shooting with a medtronic representative, the surgeon discontinued use of navigation. The surgery was completed with no impact to the patient's outcome.

Manufacturer narrative:
The site refused to provide the patient identifier. RMA issued. Replacement psu shipped (B)(4) 2012; camera corrected the cycling issue. Medtronic investigation of returned psu finds that when connected to known good system the psu powered up normally without any warning lights, but was not able to establish communication. Different usb ports and cables were used without success. Communication malfunction.